Event description:
Thrombus (possibly, fibrin sheath) formation around the catheter was observed. The device had been in place for 3657 days prior to the complaint incident. The pt was suffering pulmonary hypertension. The catheter was used for flolan treatment. Periodical check for the catheter was performed every two months. The catheter was inserted via the left internal jugular vein. Nothing remarkable was noted during the previous catheter check. However, the distal end of the catheter was found at the innominate vein during the check up on (B)(6) 2011. Due to this unusual catheter movement, the user decided to remove the catheter. During the catheter removal, large amount of formed thrombus was observed within the subcutaneous tunnels and veins. Due to this thrombus formation, the catheter removal was very difficult.

Manufacturer narrative:
The complaint of difficulty removing the catheter is inconclusive as the failure could not be replicated in the laboratory setting. The use of an indwelling central venous catheter provides an important means of venous access for critically ill pts; however, the potential exists for serious complications including fibrin sheath formation. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. The device returned had reportedly been inserted for 3657 days (approx 10 yrs). The longevity of the catheter placement may have contributed to the difficult catheter removal. There is a strong association between the duration of catheter implantation and the thrombus stage of organization which can cause catheter incorporation into the vein wall. The catheter can be difficult to remove due to adherence to the vessel wall as a result of long term vad placement. A lhr review is not possible, as no mfg lot number has been provided by the complainant.